Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia cassettes were damaged. The damage was described as being torn. It was further reported that the damaged was a faint cut line on the patient line past the patient connector. This occurred during peritoneal dialysis therapy. The cassettes were replaced with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.